Event description:
It was further reported that adjudication results indicated cardiac death and possible stent thrombosis.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2008, the 3.0x16mm taxus express2 stent was implanted in the mid left anterior descending artery. In (B)(6) 2013 the patient died. The physician was informed of the patient death from another facility so there is no detailed information available. It is unknown if an autopsy was performed or not.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).